Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient was seen (B)(6) 2017. The wires were migrated with patient not having stimulation. Patient had benefits until the date of incident. The migration of the leads due to possible pulling of leads. Patient was obese and may have pulled during sleep. The issue was reportedly resolved; "d/c on (B)(6) 2017." No further information reported.

Manufacturer narrative:
Other applicable components are: product ID: 3057, serial# unknown, implanted: (B)(6) 2017, product type: screening device.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the trial patient was getting an error message that said 'unable to provide your desired settings, please call your clinician'. No changes were made since patient was having improvement. It was noted that they felt sore from the procedure. Patient's device indicated 'leads not connected/unable to find device' on their verify external neurostimulator, but troubleshooting and replacing depleted batteries was unsuccessful. Patient later stated that they appeared to have fishline looking wires hanging out from the bandage, and that their doctor told them to just tuck them back under the bandage. No further complications were reported.